Event description:
The customer called to report multiple motor error alarms and a frozen display. Troubleshooting was performed and the insulin pump failed the displacement test. The customer reported a blood glucose reading of 329 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.